Manufacturer narrative:
Na

Event description:
The customer reported that the unit went vent inop and alarmed while in use on a pt. There was no pt harm reported. The respironics service technician reported he was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated the o2 valve was stuck closed. The per product support recommendation the service technician replaced the main board as a precaution. Performance verification testing was a completed and all tests passed per operating specifications. The main board was returned to the factory for failure analysis. Testing show no problem was found.